Manufacturer narrative:
Age at time of event: 50's. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the right superficial femoral artery (sfa) that measured 142mm in length. Pre-dilation was performed with a 5x120 non-bsc balloon catheter, followed by the advancement of a 7 x 150 x 130 innova¿ stent over a v18 guidewire via an antegrade approach. The stent was deployed without any noted difficulties; however upon deployment the stent was severely foreshortened leaving a portion of the lesion uncovered. The deployed stent measured approximately 115mm. Additional stenting with a 7x60 non-bsc stent was required to cover the remaining lesion. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an innova self-expanding stent delivery system (sds) was returned for analysis and the outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The outer sheath also showed some buckling and twisting. No damage was noticed on the mid-shaft. There was a kink on the inner liner at 6cm from the markerband. The blue pull rack was completely broken off from the handle. The stent was not returned in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the right superficial femoral artery (sfa) that measured 142mm in length. Pre-dilation was performed with a 5x120 non-bsc balloon catheter, followed by the advancement of a 7 x 150 x 130 innova stent over a v18 guidewire via an antegrade approach. The stent was deployed without any noted difficulties; however upon deployment the stent was severely foreshortened leaving a portion of the lesion uncovered. The deployed stent measured approximately 115mm. Additional stenting with a 7x60 non-bsc stent was required to cover the remaining lesion. No patient complications were reported and the patient's condition is fine.